Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As there were no detailed descriptions in the literature about how the asahi gaia second guide wire was involved with the reported vessel perforation, the cause of the reported adverse event or which devices were involved could not be identified with the literature. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with the reported vessel perforation. However, a possibility could not be completely ruled out that the gaia second guide wire might have caused or contributed to the vessel perforation. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported through literature that an asahi gaia second guide wire might have contributed to vessel perforation, requiring additional treatment. Publication: jacc. 2025 apr, 85 (15_supplement) s300-s301 title: the peril of coronary perforation in acute stemi. [Excerpt] <clinical information> [relevant clinical history and physical exam.] A 65-year-old female was presented with 3 days onset inferior st-elevation myocardial infarction (stemi). She had persistent angina despite optimal medical therapy. The patient had an episode of supraventricular tachycardia (svt) that was managed by intravenous amiodarone. The vital signs were stable without support; the physical examinations were unremarkable. The patient was assigned for early invasive strategy. <interventional management> [procedural step.] Several attempts to cross the lesion with workhorse wire and polymer jacketed wire with microcatheter support failed because the wire went into small branch proximal to the occlusion. Guide catheter al 0.75/7f was exchanged for jr 3.5/7f because of frequent pressure damping associated with deep engagement. Workhorse wire was left at the small branch while the second stiff wire was attempted to cross. The stiff wire (gaia second guide wire) and microcatheter were successfully crossed and advanced to the distal. Microcatheter tip injection revealed contrast leakage to pericardial cavity. The stiff wire was exchanged for less traumatic workhorse wire and microcatheter was left to tampon the coronary perforation. Due to vague course of the vessel, rewiring to rca was done with polymer jacketed wire in knuckle technique that eventually succeeded to cross the lesion and enter the true lumen. Pre-dilatation with semi-compliant balloon 2.5x15 mm at proximal-mid rca was done to restore the flow. Angiography revealed tortuous and calcified rca with some contrast leakage confined to pericardium. Subcutaneous fat embolization was attempted several times to seal the perforation. With minimal residual leakage, pre-dilatation with non-compliant balloon 3.0x18 mm was proceeded. Stent des 3.0x38 mm was implanted at the proximal-mid rca with the aid of 6f guide extension catheter. Angiography evaluation demonstrated good pci result leaving only minimal residual contrast leakage confined to pericardium.